Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem, system error 322, was not confirmed, however the evaluator experienced a system error 320 during evaluation. The event history log (ehl) review was performed and revealed zero events of system error 322, but multiple events of system error 320. It was concluded that the customer was referring to a system error 320. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.